Event description:
On (B) (6) 2009, I had an appointment with dr (B) (6), my breast cancer (B) (6). She examined my breast and found a hard needle like object sticking out of my left breast implant. She suggested I go to (B) (6) cosmetic surgery in (B) (6) and see one of my drs (B) (6) or (B) (6). Dr. (B) (6) was the only dr in his office. His nurse couldn't pull it out. When dr (B) (6) look at it he was concerned and said he wanted dr (B) (6) to look at it. He couldn't see me until (B) (6) 2009. At that time he took it out. He wouldn't let me look but showed me something like a soft cork screw, not a hard needle. It took 4 stitches to sew up. My insurance would not pay for any of the surgeries. Went to (B) (6) hospital on (B) (6) 2009, lump or mass on radiological examination of breast. The breast center did an ultrasound. Dr. By (B) (6) on the left breast at 3:10 pm. I had seen the ultra sound. She told me she had never seen any thing like it before.